Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that after the coil was introduced into the aneurysm, the physician decided to resheath the coil to be re-introduced into the microcatheter. The coil broke off at the junction of the microcatheter during re-introduction. The physician cut the hub of the microcatheter to retrieve the broken coil. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that after the coil was introduced into the aneurysm, the physician decided to resheath the coil to be re-introduced into the microcatheter. The coil broke off at the junction of the microcatheter during re-introduction. The physician cut the hub of the microcatheter to retrieve the broken coil. There were no reported clinical consequences to the patient.